Event description:
It was reported that the customer had extreme differences between her actual blood glucose value and the value her sensor reported. Her blood glucose level was 170 mg/dl and her sensor reported 72 mg/dl. Standard troubleshooting was performed. The sensor had been in place for 2 days. The sensor's cannula had a slight curve in it. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and performed a visual inspection and found bent electrode. Sensor failed per inspection.